Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the unit is getting hot when fluoring and requires a shut down to cool off after some use.